Event description:
During deployment and repositioning of a 3-mm x 7-cm hes-14 coil, the coil stretched as it was being retracted and broke. The coil was retrieved through the micro-catheter. There were no pt complications. The physician used a mti echelon micro-catheter (accessory). The hes-14 labeling states that a micro-catheter with a minimum inner diameter of 0.019-inch must be used. The echelon is only 0.017-inch.